Event description:
It was reported that the ventilator was not working. There was no patient harm. Manufacturer's ref.#:(B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). The fse could not duplicate the reported event. The ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided.

Event description:
Manufacturer's ref.#:(B)(4).